Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11e25011 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or user error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient was diagnosed with c-diff infection. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown since the consumer was not sure where the break in aseptic technique had occurred. Treatment was not reported for the peritonitis. The patient was being treated for c-diff infection (treatment unspecified). On (B)(6) 2011, the patient was recovering from the event of peritonitis and was discharged. Outcome for the event of c-diff infection was not reported. An opinion of causality was not reported.